Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68(trace pointers are invalid), frozen screen. The customer reported blood glucose value of 586 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-1712kl. Customer reported receiving a pump error. Troubleshooting was performed. No further patient complications were reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 68 alarm, frozen display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 20-jul-2024, there is no unexpected alarms/suspends. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 20-jul-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 22:19:01.000, on (B)(6) 2024 20:24:45.000, on (B)(6) 2024 20:25:33.000, on (B)(6) 2024 20:26:10.000. Pump error 23 alarm was found on: (B)(6) 2023 19:43:18.000. Low battery alert was found on: (B)(6) 2024 16:48:00.000. Replace battery alert was found on: (B)(6) 2024 20:06:00.000, on (B)(6) 2024 20:16:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Unable to test for pump error 23 alarm, low battery alert and replace battery alert due to critical pump error (open book image) alarm. Pump error 23 alarm, low battery alert and replace battery alert were unknown. There was no pump error 68 alarm recorded in the formatted history file on the event date. Unable to test for pump error 68 alarm due to critical pump error (open book image) alarm. Pump error 68 alarm was unknown. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms (variable info: 0c) on (B)(6) 2024 at 8:29:25 pm (twice) on (B)(6) 2024 at 8:30:31 pm and multiple pump error 4 alarm (file ID: (B)(4); line num: 2727) on (B)(6) 2024 at 8:27:06 pm, on (B)(6) 2024 at 8:27:44 pm, on (B)(6) 2024 at 8:28:17 pm, on (B)(6) 2024 at 8:28:48 pm, on (B)(6) 2024 at 8:29:10 pm, on (B)(6) 2024 at 8:30:05 pm and on (B)(6) 2024 at 8:31:09 pm according in the detailed trace file. Pump error 63 alarms (variable info: 0c) and pump error 4 alarm (file ID: (B)(4); line num: 2727) were confirmed, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify pump error 68 alarm, frozen display, perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms (variable info: 0c) and pump error 4 alarms. Critical pump error (open book image) alarm, pump error 63 alarms and pump error 4 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.